Event description:
It was reported that there was an incontinuity of the proximal catheter and a cerebrospinal fluid (csf) leak. All information regarding this event will now be reported under this manufacturer report number. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).